Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an left-sided atrial flutter and atrial fibrillation (pvi) procedure with a vizigo sheath and observed a "string or fiber" material hanging out of the end of the vizigo sheath. It was reported that when the fellow technician had removed the octaray catheter from the vizigo sheath, for a catheter exchange, it was noticed that a "string or fiber" material was hanging out of the end of the vizigo sheath. The fellow technician was able to remove the fiber material freely and it also appeared to be "stretchy" or elastic. It was confirmed via intracardiac echocardiography (ice) with the soundstar catheter at the time, that there was no injury or consequence to the patient. The vizigo sheath was replaced and the procedure continued with no further issues. Additional information was received. The versacross sheath was used for transseptal (not sure about specifications for this sheath). Exchange was made for the vizigo after crossing the septum. Physician did not mention feeling any resistance while introducing or retracting the catheter from the sheath. The damage did not result in any lifted or sharp rings. Needle was never introduced into the vizigo sheath. Versacross does not utilize a needle for transseptal. Not sure which device the material originated. The reported "string or fiber" material hanging out of the end of the vizigo sheath was assessed as MDR reportable under the vizigo sheath.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).